Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7087674.

Event description:
It was reported that during the trial procedure the patient was experiencing stabbing pain at the right calve. The patient underwent a lead pull and was doing well postoperatively.